Event description:
Foley catheter seemed to 'stick' at end of the pt's penis while being removed by clinical staff, after balloon had been deflated. Nurse was able to manipulate catheter and remove it, however, process was painful for pt and pt experienced bleeding from urethra that was quickly controlled. Nurse inspected catheter after removal and noted presence of a 'cuff' in the area of the catheter where the balloon was deflated. Dates of use: (B)(6) 2017. Diagnosis or reason for use: urinary retention.